Event description:
Meter would not turn on. The pt had "just purchased" the reported meter and it was her first attempt to use the meter when the reporter and she contacted lifescan. The pt could not find her "old meter" (a one touch ultra meter that she had used for several years). The pt was admitted to the hosp a mo prior for 9 days for a heart attack. She was re-admitted to the hosp the next mo with symptoms of headache and weakness. She stated that an obstructed carotid artery was diagnosed and she had carotid endarterectomy surgery. She said that she was not admitted to the hosp for primary treatment of her diabetes although her blood glucose was monitored in the hosp and she was treated with insulin. The customer care rep (cr) walked the reproter through reseating the reported meter battery and the meter did not power on. The meter was replaced.